Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the d10 section, to update the h3 section to provide that the sample is however available for return. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved r2p destination slender was used in a left radial access for a peripheral intervention. The patient had an occluded stent in the right sfa (superficial femoral artery) and the physician chose to go radial. He noticed the radial artery was calcified, and was considering brachial access but at that point, he was able to get into the radial without issue. The procedure went very well. The physician used an r2p metacross to angioplasty the sfa, deployed 2 r2p misago stents without issue and was able to restore patency to the right cfa (common femoral artery) and sfa. Upon removal of the r2p destination slender 119cm sheath, there was little to no resistance. The physician made sure to reinsert the dilator prior to removing the sheath. The physician then placed a tr band over the arteriotomy, inflated the device to 18 ml of air once most of the sheath was out of the body. As he began to remove the distal portion of the sheath, he seemed to feel some resistance, so he deflated the tr band and continued to remove the r2p destination, however it became caught on calcium and ended up shredding the sheath. Some of the device was left in the artery and needed to do a cut down and was able to retrieve the remaining portion of the sheath from the patient's radial artery. There was no injury to the patient. The patient condition was stable. The procedure was successful.